Event description:
The reporter states the plate was bent on one side and broken on the otherside. The plate was revised.

Manufacturer narrative:
Summary of evaluation: the metallurgical analysis results suggest that this event would not be associated with the device. However, there is insufficient info provided in the product complaint report to determine the cause for the fracture of the returned dall miles plate in fatigue.